Event description:
Promus premier china clinical study. It was reported that vessel dissection occurred. In (B)(6) 2019, the patient presented with a stable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was located in the mid left anterior descending artery (lad) with 100% stenosis and was 24 mm long with a reference vessel diameter of 2.75mm. The lesion was treated with pre-dilatation and placement of a 2.75mmx24mm and 3.00mmx28mm promus premier drug-eluting stents. Following post-dilatation, the residual stenosis was 0%. However, post-deployment, it was noted that a type a severe dissection had occurred distal to the mid lad. Intervention was then performed to treat the dissection. No further patient's complications reported. It was further reported that the target lesion was located in the proximal lad extending up to distal lad and was 77mm long. The subject was diagnosed with distal end of stent (type-a dissection). No action was taken to treat the event. At the time of reporting, the event was considered not recovered/resolved. Three days later, the subject was discharged on aspirin and ticagrelor.

Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that vessel dissection occurred. In (B)(6) 2019, the patient presented with a stable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was located in the mid left anterior descending artery (lad) with 100% stenosis and was 24 mm long with a reference vessel diameter of 2.75mm. The lesion was treated with pre-dilatation and placement of a 2.75mmx24mm and 3.00mmx28mm promus premier drug-eluting stents. Following post-dilatation, the residual stenosis was 0%. However, post-deployment, it was noted that a type a severe dissection had occurred distal to the mid lad. Intervention was then performed to treat the dissection. No further patient's complications reported.